Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer will continue to use current pump then will switch to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.